Event description:
Customer reported receiving imprecise readings on their precision qid blood glucose monitor. Customer reported receiving readings of 10 mg/dl and 22 mg/dl and 800 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event. It should be noted the precision qid meter does not read to 800 mg/dl, anything over 500 mg/dl is flagged as "hi".

Manufacturer narrative:
The product has been requested. It will be investigated upon return and a follow up report will be submitted.